Event description:
The nurse inspected the foley catheter prior to opening the package and observed foreign material which appeared to be a human hair inside the manufacturer's sterile packaging. The nurse quarantined the suspect catheter and obtained another from storage. There was no problem with the second catheter. The MFR asked for return of the catheter. It has been noted that the manufacturing plant located in mexico periodically has problems of this sort.